Event description:
The hospital reported that during a coronary artery bypass procedure, the stabilizer would not tighten upon being placed on the retractor. A new kit was opened to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the device was very bloody and there were no non-conformities. A functional test was conducted to determine if there were any mechanical failures. The device was securely assembled onto the retractor blade by hooking the stabilizer base onto the rail and locking the lever. Next, the stabilizer mount, knob, and foot were tested for functionality. Pressure was applied on the stabilizer foot to test for stabilization. The stabilizer shaft was secured in position when the knob was turned clockwise. No non-conformities were found during the functional testing. Based upon these findings, the reported complaint "stabilizer would not tighten" could not be confirmed. Internal file number - (B)(4).